Event description:
The customer notified siemens on (B)(4) 2014 that the problem with coupling and the medrad injector drop-outs has increased to around 4-5 times per day since the va44sp3 upgrade to their system. It is reported that an injector reboot will re-establish the connection however sometimes there is a need to uncouple/recouple injector protocol on the console as well. The injection parameters are lost and must be manually entered prior to injection. This can take up to 5 minutes to fix, which leaves a significant potential for mistakes in injection rates/volumes and lengthy time-frames for critical patient examinations. There is no report of injury to a patient. This reported issue has occured in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2014. This MDR is being mailed on (B)(4)2014. The investigation is on-going. A supplemental report will be submitted upon completion.